Event description:
It was reported that there was c-arm continued to move down by itself. No injury reported. Field engineer was dispatched and replaced the footswitch. After this system was left working as intended.